Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic colpopexy procedure, ten minutes into the procedure, the doctor noticed that the device was not coagulating the tissue. On withdrawing the instrument he noticed that there was no active blade. It took two hours before the active blade was found fused onto the gallbladder. The broken tip could not be found initially and the procedure time was extended by two hours. A competitor product was used.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: were there any unexpected outcomes or complications as a result of the alleged device failure or extended or time? The surgeon is an advanced laparoscopic surgeon, so the case was not converted to open surgery. No impact to patient.